Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) broke down for a third time during surgery. Even though the suction, irrigation and amplitude were checked before the procedure, the handpiece just did not work. The patient was already under anesthesia when the failure occurred, and the procedure was postponed which disturbed the surgery schedule.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. The device passed all cosmetic and functional testing and meets specification, and no issue was determined. However, preventive maintenance was performed, the housing and all the o-rings of the cooling circuit were replaced, and a full function test including calibration and safety test according to manufacturer's guidelines were performed. Root cause - the complaint is not confirmed. Probable root cause is a blocked tip. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.